Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead pulled back after implant. Additional information from the field representative was obtained which indicated that the dislodgment was discovered the implant day after patient closure. The patient experienced diaphragmatic stimulation after the procedure, upon checking on the device and looking at the x-ray, the lead was pulled back and was stimulating the diaphragm. A device reprogramming was made. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.